Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Review of the transmission revealed non-sustained right ventricular oversensing; the implantable cardioverter defibrillator was post-paced t wave oversensing on the ventricular lead. The patient did not receive therapy as a result of the oversensing. The patient was asymptomatic. Programming changes were discussed, no intervention was reported.